Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Three customer samples were pressurized leak tested for leakage in tubing with no defects identified. Bd was not able to duplicate or confirm the customers indicated failure mode. Refer to CAPA (B)(4) and (B)(4) for complete documentation and action plans.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter had a blood leak between the tubing and plastic. No injury or medical intervention was reported.